Event description:
It was reported that the gasmodule for air delivered uncontrolled high air gas volumes. This may lead to a high pressure situation. It is not known whether the ventilator was connected to pt or not at the time of the event.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.